Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The vapr tripolar was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that tip is in a used condition with tissue debris around the active tip and in the suction holes. The electrical test passed, and the flow rate test was failed. The complaint was substantiated with the device being unable to achieve the minimum flow specification. The blockage was at the distal end of the device. A DHR review has been performed, no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. From our investigation we were able to confirm the customer report that the electrode suction would not work with the returned complaint device. The device was found to fail flow specifications both before and after activation due to a build-up of tissue debris in the distal end of the electrode which could not be removed during the investigation. The investigation shows the blockage experienced by the end user is confirmed and can be attributed procedural tissue debris. No manufacturing defect was found with the returned device. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the date of manufacture has been added.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date was unknown (B)(6). UDI: (B)(4).

Event description:
It was reported by the sales rep in switzerland that during an unspecified surgical procedure on (B)(6). 2023 the vapr tripolar 90 suction elect device suction of the electrode did not work, it was unknown if a the procedure was completed successfully. There was no reports of delays in the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. A manufacturing record evaluation was performed for the finished device, and no non-conformances related to the reported complaint condition were identified.